Event description:
When the surgeon went to use the smith and nephew arthrowand did not work. I blinked a couple of times. Went to check the equipment and the quantum 2 controller power had been interrupted. When the plug in the back of the machine was checked it was found to be loose and disconnected. When the power was reconnected the machine readout error said 8. Disconnected the hand piece and reconnected it and the machine readout stated error 7. Surgeon said do not open another hand piece, retained the hand piece.